Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display intermittently blanked out. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During evaluation of the device to determine root cause, the technician observed extensive damage to multiple boards within the device. The observed damage is typically a result of the device being tampered with. Root cause could not be firmly established due to the observed damage. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.